Event description:
International affiliate reports poor wound drainage over a six day period. Two drains were attached to the reservoir and leakage of exudate was observed at the insertion site on day four. Doctor opined that the drainage was scant due to low suction.